Manufacturer narrative:
Mentor received an update to the events submitted in the previous report. It was reported that the patient had bilateral capsular contracture baker grade iii (as opposed to IV). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9/25/2019, the mentor failure analysis lab received the device for evaluation. On 10/7/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, the device was observed to be intact. No anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. The patient's preoperative diagnosis was bilateral capsular contracture (baker grade IV). The patient replaced with 425cc mentor memorygel breast implants (catalog number 3504251bc, left-sided serial number (B)(6), right-sided serial number (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced postoperative bilateral capsular contracture baker grade IV. The diagnosis was confirmed by physician upon examination. As a result, the patient underwent a bilateral explantation of their impacted devices on (B)(6) 2019. This report is for the patient's left-sided device.